Event description:
Customer reported her compact plus meter was smoking, display appears to be burnt. MFR's agent was unable to verify if smoke was visible or if a burning smell was present. No mention of melting or being warm to the touch. No serious adverse event was reported in connection with the alleged malfunction. Requested return of suspect device and replacement was sent.